Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked at the hub/extension tubing connection. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage of chemicals from the connection (hub). Connection with nipro extension tube. We have requested the return of the actual product.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photographs or the 22g insyte autoguard catheter that was provided for investigation. Six photographs, one 22g insyte autoguard unit, and two extension sets were provided for investigation. No evidence of a leak was detected from the photos or the catheter. A functional test of the catheter revealed no leak when a proper connection was made. The inner edge of the blue catheter luer adapter was damaged at the threaded end of the adapter, but a proper connection and seal could be made. It was possible that the damage on the inner edge of the blue luer adapter was a contributing factor of the reported leak. The damage to the adapter appeared to be manufacturing related and the appropriate personnel were notified of this complaint. A device history record review showed a similar non-conformance was detected during the production of this batch and the appropriate actions were taken. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.